Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to receive help adjusting her basal settings. The customer stated she could not get her blood glucose level above 40 mg/dl. The customer declined to troubleshoot for low blood glucose levels and insisted it was due to the settings. The customer was helped with the settings and was advised to contact her health care provider.